Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from alleging personal injury complaint with allegations of lung nodules, shortness of breath, eyesight issues, digestive issues and lung infections. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from alleging personal injury complaint with allegations of lung nodules, shortness of breath, eyesight issues, digestive issues and lung infections. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed. The previous report was submitted as a serious injury. Upon review, this complaint was determined to be a product problem. This report is a duplicate of MFR 2518422-2025-107711. For reporting purposes, please refer to MFR 2518422-2025-107711.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from alleging personal injury complaint with allegations of lung nodules, shortness of breath, eyesight issues, digestive issues and lung infections. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed the previous report was submitted as a serious injury. Upon review, this complaint was determined to be a product problem.